Event description:
It was reported that the insulin pump alarmed no delivery after set changed. Customer's blood glucose was 70 mg/dl. Customer stated that the alarm was resolved by a complete set change and does not want to return the set and reservoir for analysis. Customer mentioned that her blood glucose started to go high due it was taking a while to get another set because of no delivery customer treated with insulin pump and declined to do troubleshooting for high blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).